Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported an yellow alert posted to the latitude website for right ventricular automatic threshold (rvat) detected as greater than programmed amplitude or suspended. The patient was seen in the clinic for lead integrity testing. The patient advised they were carrying a heavy box, tripped and fell on top of the box (on the day of the event). The right ventricular lead is exhibiting high thresholds (5v@1ms), high pacing impedance (within normal range) and diaphragmatic twitching. X-ray images did not reveal any obvious lead impairments or dislodgement. The physician has programmed device to lv only pacing and will monitor the patient closely. The device remains implanted. No additional adverse patient effects were reported.